Event description:
A coronary stent with delivery system was sucessfully advanced to the target lesion site in the pt's distal right coronary artery. Upon the initial inflation attempt, the balloon burst at 4 atmospheres. The sds was withdrawn from the pt without complications. The stent was successfully deployed at the target lesion site. There were no clinical sequelae reproted relative to this event.